Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records could not be performed as no serial or batch information was provided. A complaint history review found related failures; this failure mode will be trended by post market surveillance. A review of the risk management files revealed that this failure mode is addressed in the t-max and accessories dfmea. Therefore, a relationship, if any, between the subject device and the reported event could not be determined. However, a review of the t-max beach chair instructions for use was performed and identified the following warnings and precautions: table specific t-max square rail clamps must be securely tightened over tips of table specific legs before loading patient. Please see operating room table fit guide for details on approved tables. Tables that do not appear on the operating room table fit guide must not be used with the t-max beach chair. For operating room tables that do not appear on the operating room table fit guide, please contact smith & nephew. Do not use other manufacturer¿s rail clamps. T-max square rail clamps have the letter markings of either am, EU, je or de. No relevant clinical medical information was provided to conduct a thorough medical assessment. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during surgery when the t-max beach chair positioner was attached to a hospital bed, the bed parts came off due to weight, and t-max and the patient fall together from the bed. The procedure was successfully completed without delay using the same device. An injury was reported and hospital stay was extended by 2 days.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery when the t-max beach chair positioner was attached to a hospital bed, the bed parts came off due to weight, and t-max and the patient fall together from the bed. The procedure was successfully completed without delay using the same device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.